Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported receiving replace battery alert/replace battery now alarm. This was the second occurrence of replace battery alert or replace battery now without a low battery warning no harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self-test and displacement test. All buttons function properly. Successfully downloaded the trace and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No low battery alert noted in the history files on or near the event date. These alerts are expected and occur during normal pump operation. Pump was cut open to perform visual inspection and found¿moisture damage¿on the electronic assembly, motor, and force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, corroded motor home switch, and corroded battery tube. No power errors noted and passed all required testing. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.